Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was taken to surgery to address a blood clot in the leg, detected later in the day, following her scs system permanent implant procedure. The implant procedure was completed without issue. No further information was available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient's blood clot issue has been resolved.

Manufacturer narrative:
User facility report: (B)(4) was received nov 30, 2016. Additional information from the user facility report stated: "while in recovery room the patient developed numbness in her left lower extremity initially and then followed on right side. She was unable to move her lower extremities and the neurosurgeon reported the examination showed swelling at the incision site in the thoracic spine and epidural hematoma was removed". Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.